Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. In addition the customer made stryker aware that there device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no report of patient use associated with the reportable event of the logged critical code.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was not repeatable. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to electromagnetic interference or electro static discharge.

Event description:
The customer contacted stryker to report a non-critical issue with their device. In addition the customer made stryker aware that there device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no report of patient use associated with the reportable event of the logged critical code.